Manufacturer narrative:
(B)(4).

Event description:
It was reported that a bleeding event occurred. The sensor was inserted into the abdomen on (B)(6) 2021. On the same day the sensor was inserted, the patient experienced bleeding. He removed the sensor and applied a towel paper. He tried to apply celox and statseal (both hemostatic agents). He went to the emergency room (ER) for assistance to get the bleeding stopped. They gave him novocaine and used a clear liquid mixed with saline solution that came from a syringe vial to stop the bleeding, but he was not able to provide the name of the product. At the time of the report the following day he was okay, resting at home. Additionally, it was noted that the patient had a mohs procedure, but this is not generally associated with excess bleeding and is not thought to be a related factor. No additional patient or event information is available.